Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had incorrect reprocessing used. This was noted during demonstration. The customer reported they were not using the suction cleaning adapter during the manual cleaning process. This step was discussed during the in-service and was demonstrated for the customer. The customer was given the necessary information to order the adapters, and a copy of the cleaning steps was emailed for future reference. An endoscopy support specialist completed an in-service on the device for the staff. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the incorrect reprocessing was the user¿s understanding differed from olympus recommendation in device handling and/or reprocessing steps. Olympus ess already provided training in the correct handling. Olympus will continue to monitor field performance for this device.